Event description:
It was reported that during a planned cardioversion the patient experienced exit block with pauses lasting up to thirty eight seconds. It was reported that loss of capture and low impedance was noted on the on the left ventricular (lv) his bundle lead requiring higher outputs programming. The lv - his lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 501da22 mechanical valve implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.